Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use. The device was filled with ropivacaine hydrochloride hydrate. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 120 ml of fluid in the bladder. The reported condition of a delivery stop was not confirmed. Visual examination of the sample showed no signs of physical abnormality. No signs of a flow problem were observed from the sample during the functional test. After the winged luer cap was removed from the distal luer for a functional test, evidence of flow was immediately observed at the distal luer at 2ml, 4ml, and 6ml flow rates. Flow continued without stopping. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.